Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the pressure is reached, does not stop automatically. It occurred before surgery. No adverse events have been reported as a result of this malfunction.

Event description:
No additional information received

Manufacturer narrative:
This follow up MDR is being submitted to report additional information. On (B)(6) 2018, it was reported that when the pressure was reached, the device did not stop automatically. The customer returned an a.t.s. 3000 tourniquet device, serial number (B)(4), for evaluation. The customer also returned a hose, for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical / medicrea has not previously repaired/evaluated a.t.s. 3000ts tourniquet serial number (B)(4) as documented in the repair reports in livelink. Product review of the a.t.s. 3000 tourniquet by medicrea on november 20, 2018 revealed the battery was aged and there was issues with the device on battery power. The device issued an e027 alarm, which is for a speaker or alarm tone generation circuity failure. There were no issues found with the hose. The device passed all calibration checks. Repair of the a.t.s. 3000 tourniquet was performed by medicrea on november 28, 2018 which included replacement of the battery. A.t.s. 3000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during product review the device would not power up on battery power. With the device on ac power, the device issued an e027 alarm, this could cause the screen to be locked on the alarm screen and not the functional pressure/time screen. The device also passed all calibration checks. The root cause of the device not stopping after reaching the desired pressure could not be determined with the provided information since the device passed all calibration checks during product review. The device also did not power up on battery power. While on ac power the device issued an e027 alarm, the would cause the device to be locked on the alarm screen. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.